Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported fraction of inspired oxygen issue on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
"Results of investigation: vyaire medical field service representative went onsite to evaluate the device. Technician replace gas delivery engine assembly and reset serial number & model. All work performed in accordance with avea service manual revision g. Performed extended self test and performance check, all passed. Unit is operational and meets manufacturer specifications. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available